Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. The foreign material could not be specified. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. ¿ instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found lost water tightness due to a pinhole on the channel tube, the bending angle in the up direction did not meet the standard value due to the wear of angle wire, a chipped adhesive on the bending section cover, the air supply volume did not meet the standard value due to a clogged nozzle, a discolored light guide lens, and a scratched plastic distal end cover and connecting tube. The customer did clean, disinfect, and sterilize the device before being sent to olympus. It is unknown if there was a delay in the start of precleaning, if the air/water nozzle was flushed with water and air, there were any abnormalities in the accessories used for reprocessing, the device was wiped with clean lint free cloths, brushes, or sponges, or if the air/water nozzle was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6)hospital.

Event description:
A user facility returned the olympus device, gastrointestinal videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was foreign material in the nozzle. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.